Manufacturer narrative:
(B)(4).

Event description:
The pt had a lead revision one year after her first neurostimulator was implanted. The reason for the revision was not provided but it was noted that the issue resolved. Additional info has been requested, a f/u report will be sent if additional info becomes available.